Event description:
It was reported by customer that they are unable to draw blood back through the extension tubing on the stylet lumen of the PICC during insertion. Sucking air not blood. This has occurred on 6 occasions not sure of dates. Some have had visible leaking of normal saline where the stylet exits the stopper. All PICC's were flushed prior to insertion, customer was able to remove the stylet once inserted correctly and draw blood directly from the hub of the catheter without difficulty. The customer opened a kit from the same lot for a demonstration of the issue. This report addresses the third device used on a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.